Event description:
I went in for a consultation with dr to discuss some very minor fat loss I was experiencing in my upper cheek region. We discussed sculptra as an option. I was told by him that it would be approved "in two months" - this was in 2007 - for all populations - not just hiv pts -, and that plastic surgeons and dermatologists were using it all the time off label. When I asked about any adverse reactions/downsides, he said that sometimes people get a nodule, but that he had never experienced that happening. He told me that I would need to have 3 injections, 2 vials each time to restore my minor fat loss. I was very clear that I only wanted a slight correction and did not want bigger cheeks. After the first shot - in the same month - I experienced some minor swelling and redness but was pleased overall. It was a very minor difference, nothing that anyone would notice but me. I called dr rapaport's office to tell them that I was very happy, and inquired about the 2nd shot. I told them that I didn't really know why I needed a 2nd shot, but that since dr rapaport said I would need to keep up the treatments, I went in for the 2nd shot. I explained to him that I was happy, and less was more with me, that I didn't want much more volume. He decided to inject me with 4cc's out of the full 6cc's, and said that he thought we should "throw the full vial in there." I noticed after the initial swelling/saline composition was absorbed by my body that my face was still very swollen, red, inflamed. I called dr rapaport's office and was told - 2 weeks after the 2nd injection - that my swelling was due to him sticking a needle in my face and it would dissipate. This was not true. The inflammation continued for 6 months - now, 2008 - and may continue as far as I know. I found out after my 2nd injection that scupltra is only approved for pts with hiv/unhealthy immune systems. That other doctors are aware that in people with healthy immune systems, the product many times, can cause an overreaction, leaving the pt inflamed, red, and producing too much collagen. This product cannot be dissolved once injected, and there is no way to reverse its reaction, leaving the pt helpless to its ramifications. I have been to 3 other plastic surgeons trying to resolve this problem and have been given oral steroids, topical steroids, and steroid injections in their attempts to help me. None of these solutions seem to have helped too much. Time is the only solution, leaving me vulnerable to adverse reactions in my professional, financial and social life, as I have been shunned professionally due to this and my life has been destroyed. I am now living with my mother and need to change my career due to this product and dr. Rapaport's negligence. Currently, this product is being used by most plastic surgeons and dermatologists for cosmetic reasons, and not mentioning to pts that it is not approved for people with healthy immune systems and why, giving the pt free choice inan elective surgery. Also, dr, as well as many others in the us, are receiving money from the manufacturer of this product - sanofi-aventis - to promote this product for off label use via training other doctors to administer it on healthy pts. Also, dr. Rapaport receives money from sanofi-aventis to take other doctors to dinner etc. If you look on most of these doctors' websites, they are promoting the product for off label use, and many do not mention that it is not approved by the FDA for people with healthy immune systems and why. Because this product has not been properly tested yet by the FDA for people with healthy immune systems, I am not sure as to when the tissue build up this has caused will go away, restoring my face to the way it was. I was told that this can last up to 2 years, but have found mention on the internet of people who still have all their tissue build up at the time. I have also found other people online, in the us and in europe - where this product has been used under the name nu fill - who have had the same problems I have experienced. This product has changed my life for the worse. I was a happy and confident woman prior to this negligence. I want to make sure that if you do feel it appropriate to approve this product for cosmetic usage, that pts are told about the possible side effects and doctors are held accountable. Thank you for your time. Please feel free to contact me if you would like any additional info. Dose or amount: 6ccs every 4-6 weeks; 4 ccs. Dates of use: 2007, still ongoing, 2007 - 2008. Diagnosis or reason for use: cosmetic. Event abated after use stopped: no.